Manufacturer narrative:
.

Event description:
Elderly female was found to have locally advanced colon cancer several months ago. She is undergoing chemotherapy treatment. She has had some difficulty with her left subclavian infuse-a-port with some pain after infusion. She underwent a contrast study. They reported the catheter to be leaking. It has been recommended that she have a new catheter placed and removal of the left subclavian. I have reviewed the risks and benefits of surgery including but not limited to bleeding, infection, injury to intrathoracic structures both pulmonary and vascular and specifically pneumothorax requiring chest tube placement. She does wish to proceed with surgery. Access to the right subclavian vein on second attempt. Intact catheter on the left without any clear large fracture or soft tissue defect.